Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in via phone and reported that she went swimming and the insulin pump was placed into a waterproof case that was not sealed correctly. The case filled with water and the insulin pump stopped working after two days of moisture exposure. It was alarming with a constant tone. The customer was advised to discontinue pump therapy and return the insulin pump. The customer's blood sugar was currently 123 mg/dl.

Manufacturer narrative:
Findings: pump was received with frozen screen due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the operating currents measurement, self test unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to frozen screen. No constant tone or beep anomaly noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.